Event description:
Receiving a high reading. In blood glucose tests, customer received a lab reading of 6.2 mmol/l compared to a meter reading of 19 mmol/l within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event. During troubleshooting, it was noted that the customer's unit of measure was set incorrectly.